Event description:
A customer contacted beckman coulter inc., (bci) stating that synchron cx9 alx analyzer intermittently generates false low sodium (na) and chloride (cl) results. Per customer, the results drift low in the middle of a run. Customer indicated that repeat of the sample gives results approximately 4mmol/l higher, which is reported. The customer provided nine patient printouts. Of the provided examples, none of the cl differences exceeded assay precision claims, and only two exceeded na precision claims. Low results have not been reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
Per customer, qc prior to the event was within the lab's established range, but if run after the event (before calibration), shows the same shift low as patient samples. After recalibration, qc and patient results recover higher. Service continues to investigate the root cause.